Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had a kyphoplasty using the confidence spinal cement system. The kyphoplasty needle broke off in the patient's spine, leaving a remnant of the needle stuck in the patient¿s vertebral body, embedded in the cement. This report is for a confidence cement. This is report 1 of 1 for (B)(4).